Event description:
It was reported that the tip of the screwdriver snapped in half during use. It was reported that a second unit was sourced and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.